Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733467. A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems were detected. The logs were returned for software analysis, and they determined that the complaint could be confirmed. The software had an unexpected exit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when advancing to the equipment screen in the software, the screen went blank. The system rebooted four times and the issue resolved. There was no patient involvement.